Manufacturer narrative:
E1:patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient experienced low blood glucose levels on (B)(6) 2026 as patient changed the infusion set every two days but the reservoir every seven days instead every three days. The low blood glucose levels were treated by carb intake. No further information available.